Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that liquid in the bd plastipak¿ concentric luer lock syringe leaked past the plunger when drawing it up. The following information was provided by the initial reporter, translated from (B)(6) to english: "during a preparation our production department discovered a bd plastipak syringe with a leak in the plunger. When a liquid was drawn up with this syringe it was noticed that the plunger is leaking. The liquid is leaking next to the plunger. The syringe has lot nr 2006236, exp.date 31-05-2025."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/10/2020. H.6. Investigation: one used sample was received for evaluation by our quality engineer. Through visual inspection of the sample, a leakage past the stopper ribs was observed. The product was disassembled for further inspection, there was no damage or molding defects noted in the plunger rod or other components that could have caused the leak and the stopper was verified to be properly assembled onto the plunger rod. A device history review was performed for the reported lot 2006236 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 2006236 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Product undergoes visual and functional inspections throughout manufacturing, including tightness testing to verify the stopper seal. Results were reviewed for the reported lot and no issues were identified. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that liquid in the bd plastipak¿ concentric luer lock syringe leaked past the plunger when drawing it up. The following information was provided by the initial reporter, translated from dutch to english: "during a preparation our production department discovered a bd plastipak syringe with a leak in the plunger. When a liquid was drawn up with this syringe it was noticed that the plunger is leaking. The liquid is leaking next to the plunger. The syringe has lot nr 2006236, exp.date 31-05-2025."